Event description:
Healthcare professional reported eighteen days after injection in the oral commissures with juvederm voluma with lidocaine the pt developed hardness and swelling at the injection sties. Pt was treated with hyalase as well as doxycycline and clarithromycin "prophylactically".

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The events of swelling and hardness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects. The pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area.